Manufacturer narrative:
The device was discarded by the customer and, therefore, a physical investigation could not be performed to determine the exact root cause. The site did not provide the serial number, so a review of the device history record could not be performed. While no patient impact or adverse event was reported, the patient underwent a second procedure to replace the device for pe treatment.

Event description:
On 03 november 2019, the physician called ekos helpline as he got a call from the cvicu that the catheter was leaking. He was asking if the coolant is turned off, does he need to turn off ekos device. The representative told him yes, as the system would overheat. Ekos representative called the bedside nurse who informed that this was a bilateral pulmonary embolism (pe case). Ekos catheter was leaking about 1 inch from the sheath outside the body. They were unsure if it is the coolant or the drug. The nurse tried turning both off to try to determine the source. Patient was reported as stable. On november 4th, ekos representative spoke with the physician who informed that they brought the patient back to the lab to replace the ekos catheter in the right pulmonary artery, which had not run therapy. The staff thought there may be a hole in the catheter making it defective. They removed the catheter on the left side because treatment was complete. He said that the working ekos catheter in the left cleared out most of the clot. The patient tolerated treatment well and was feeling better. There were no patient sequelae reported.